Manufacturer narrative:
The device has been returned however our investigation is still ongoing. When the investigation has been completed, a supplemental report will be submitted with the results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 720 mg/dl while wearing the pod for longer than 48 hours. The patient attempted to bring down their blood glucose levels by administering a bolus of insulin; however, this was unsuccessful. At the hospital the patient was treated with insulin. The patient was discharged 2 days later on (B)(6) 2026.

Manufacturer narrative:
The pod was received fully deployed. No damages or defects to the fluid path were observed that could contribute to the reported failure to deliver insulin. The patient history buffer data was inspected, and the algorithm functioned as expected with respect to the estimated glucose values from the continuous glucose monitor. No problem was found.